Manufacturer narrative:
Evaluation of the returned device was able to confirm customer complaint. Air in line sensor was unresponsive. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the device was presenting with bad air in line sensor. No patient injury was reported.